Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. Device evaluation anticipated, but not yet begun.

Event description:
It was reported that the patient received a notifier alert and presented the next day for a follow-up. The alert was for capacitor charge time limit reached. Although a manual capacitor maintenance was performed, the device was explanted and replaced. There were no adverse consequences and the patient condition was normal before and after the event.

Manufacturer narrative:
The reported extended charge time was confirmed in the laboratory via review of the device image. The hv capacitors were sent to the manufacturer for further evaluation and an internal capacitor anomaly was found. The root cause of the extended charge time was an anomalous hv capacitor.